Manufacturer narrative:
The 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (06/07/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6), 2011 the meter passed testing with no faults found. On (B)(6), 2011 the test strips passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging inaccurate high readings on the patient's one touch ultramini meter. The patient mentioned that the alleged high readings happened approximately 2 weeks ago. The patient mentioned that she had tested her blood glucose and obtained results of 200 mg/dl, 225 mg/dl and a 300 mg/dl. Readings were not done back to back and she was comparing meter readings to feelings/normal results. The patient mentioned that an hour after the alleged high readings, she felt "hot". She went to the ER and was tested on the ER's meter and obtained a 41 mg/dl. She was treated with food/drink and after treatment she obtained a 94 mg/dl on ER"s meter. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged high readings, she felt hot, went o the ER and was treated for hypoglycemia for a low blood glucose reading of 41 mg/dl.